Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that the liberty select cycler is leaking during fill 1 of 5. It is unknown where the fluid leak was coming from. Upon follow up, the patient contact confirmed the reported fluid leak event occurred from the push pin on the cycler set patient line in fill 1. Additionally, the patient stated the leak was experienced moments after starting fill 1. The leak was seen coming from the blue pushpin, however there were no noticeable defects or issues with the push pin. The cause of the leak was unknown. After the leak was experienced treatment was cancelled. The patient contact confirmed there were no other issues, leaks or defects with the products used during the reported event. The solution bags were in good condition with no issues. The patient contact confirmed the cycler set connection to the catheter was secure and there were no issues with the patient's catheter. In addition, after the fluid leak event the patient set up with new supplies and started a new treatment. During the new treatment, they encountered multiple drain complication encountered messages in drain 2 due to the push pin was pushed in. The patient contact stated that they fixed the push pin to resolve the issue. The patient completed treatment with no further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events.the patient contact confirmed the cycler set was discarded and not available for return to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that the liberty select cycler is leaking during fill 1 of 5. It is unknown where the fluid leak was coming from. Upon follow up, the patient contact confirmed the reported fluid leak event occurred from the push pin on the cycler set patient line in fill 1. Additionally, the patient stated the leak was experienced moments after starting fill 1. The leak was seen coming from the blue pushpin, however there were no noticeable defects or issues with the push pin. The cause of the leak was unknown. After the leak was experienced treatment was cancelled. The patient contact confirmed there were no other issues, leaks or defects with the products used during the reported event. The solution bags were in good condition with no issues. The patient contact confirmed the cycler set connection to the catheter was secure and there were no issues with the patient's catheter. In addition, after the fluid leak event the patient set up with new supplies and started a new treatment. During the new treatment, they encountered multiple drain complication encountered messages in drain 2 due to the push pin was pushed in. The patient contact stated that they fixed the push pin to resolve the issue. The patient completed treatment with no further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events.the patient contact confirmed the cycler set was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.